Event description:
During an in-clinic follow-up, decreased pacing impedance and increased capture threshold were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.